Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in patient for endovascular treatment of a 47x59 mm diameter abdominal aortic aneurysm. The proximal aortic neck measured 18, 20, 19 mm over a 29 mm length. The right common iliac artery measured 12 mm in diameter. The left common iliac artery measured 13, 12 mm in diameter. The external iliac arteries measured 9 mm in diameter. The proximal aortic neck was mildly angulated. The iliac arteries were mildly calcified. It was reported that during the index procedure, the bifurcate stent graft and the first limb extension were implanted with no issues. The second limb extension was deployed and the physician used a reliant balloon for remodeling. Upon final angiogram, contrast was seen in the aneurysm sac which appeared to be coming from the level of the flow divider and aortic bifurcation. There were also patent lumbar arteries that appeared to contribute to the contrast in the aneurysm sac. The physician believes that the endoleak to be a combination of a type ii, iii and IV. It was noted that it was not determined if it was a type iii fabric or separation. A reliant balloon was placed in the contralateral limb extension to occlude the flow. Another angiogram was done to determine if there was a type iii endoleak from the ipsilateral limb extension. The physician determined that the endoleak was partially a type iii endoleak and implanted another limb extension on the ipsilateral side. The limb extension was modeled with the balloon. Another angiogram was performed and a type IV endoleak was still visible; however, the volume and flow rate of contrast into the aneurysm sac had decreased. The physician decided to finish the procedure and follow the patient closely. Per the physician, the cause of the event was unknown. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Film evaluation results are: the cause and type of endoleak could not be determined from the pre-implant films provided. Films during and post-implant were not available for review. Although a type iii fabric endoleak cannot be ruled out as the likely source of the contrast seen near the level of the flow divider, this was more likely an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance and volume of the aneurysm sac may have also contributed to a possible type IV endoleak. There may have also been a type ii endoleak.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.